Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine check, capture threshold, lead impedance were found to be in higher than the normal range. High impedance is suspected due to possible lead damage during repositioning surgery. Noise was noted in stored electrogram and could not be produced in clinic. Fluid was noted under the insulation. Lead was explanted and replaced successfully. Patient was stable before during and after surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.